Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to infection almost two weeks post-implant. It was reported the patient had pain in the device pocket shortly after the implant procedure; the general practitioner recommended continuing the current drug treatment. However, when the cardiologist saw the patient, the patient was sent directly to the implanting physician. The patient had a fever and the physician explanted the system the next day. It was reported there was a large amount of pus removed from the device pocket and the xiphoid incision. The infection was suspected to be septicemia, but analysis of the removed fluids had not yet been performed. A photograph of the device incision showed redness of the skin that was spread from the patient¿s armpit area to their hip. The physician did not plan a new s-ICD implant for the moment, until the patient is recovered. No additional adverse patient effects were reported.